Event description:
It was reported that the physician's handheld would not load the vns software. The flashcard was reinserted and multiple hard resets were performed. It was reported that the handheld could not be used. The physician was provided a new programming tablet. The handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
Product analysis was completed for the handheld device on 04/06/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on 04/06/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.